Event description:
On (B)(6) 2009, the sales rep reported that during surgery, the instrument was damaged. Add'l info received via voice message on (B)(6) 2009, the sales rep reported that during surgery the surgeon was attempting to adjust a screw when the dorsal height adjuster would not turn the screw of the head. The surgeon then attempted to use the instrument again with a second screw and it was identified that the tip of the adjuster was cracked. There was no surgical delay. No further info is available at this time.

Manufacturer narrative:
Product is an instrument and is not implantable. Request has been made to obtain the product. Evaluation is pending upon the return of the product.